Event description:
Reporter alleged 139 mg/dl back to back with a result of 61 mg/dl when tests were performed 5 minutes apart. It was stated customer drank a soda as a result of testing and felt better afterwards. However, no other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.